Manufacturer narrative:
Evaluation summary: the device was found broken in two parts. Traces of blood were detected on the balloon and on the shaft. The outer shaft was broken close to the proximal balloon welding. The balloon was unfolded and it was broken radially in two points. The total length of the balloon returned broken was 200 mm (60 mm + 140 mm). The tip and the last 10 mm of the balloon was missing. The distal part of the guide wire tube was found stretched close to the broken end; it was not possible to pass the guide wire. No other abnormalities detected on the device.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat the anterior tibial artery below the knee. No abnormalities were noted during device inspection or preparation before the operation. The posterior tibial artery (pta) and peroneal artery (pero) were severely occluded. The anterior tibial artery (ata) was severely stenosed but it had collateral vessels so the physician attempted to perform revascularization for the treatment of ata. Since the lesion site was severely calcified, wires were used to cross it . It was expected that the amphirion deep device would also have difficulty in passing through the lesion site therefore it was dilated with non medtronic coronary balloon catheters. Following this , the amphirion deep device was used for dilation but the balloon unexpectedly ruptured at nominal level. The physician attempted to remove the balloon from the patient's body, but resistance was felt in the middle of the procedure. More force was applied to remove the balloon, under fluoroscopic guidance. The marker seemed to move but there was no movement in the balloon and it ruptured. The shaft of the device was removed from the patient but the balloon remained in the blood vessel. The physician held the remaining balloon in the patient's body using a snare before attempting to remove the remaining balloon . However the attempt was unsuccessful, which may be as a result of getting caught on the calcification. A decision was made to transfer the patient to another facility where the remaining balloon was successfully removed from the patient. The balloon has not returned yet. There was severe adverse event to the patient. Physician reported this event case is related to the lesion site and not related to the relevant amphirion deep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.